Event description:
While attempting to defibrillate a male pt (age unk) the internal handles would not allow the associated defibrillator to discharge. The clinician obtained another device to continue treating the pt. There was no adverse to the pt due to the reported malfunction.